Event description:
It was reported that a lead revision was attempted due to intermittent capture anomaly. During revision, the helix screw would not come out, therefore, the lead was explanted. The patient status is in good condition.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.